Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The delivery system was returned with the capsule still attached. The capsule trocar needle was advanced and blood and tissue were present. The plunger was over-rotated when the clinician attempted to release the capsule, causing breakage.

Event description:
The hcp reported that while placing a bravo ph monitor the handle on the delivery system broke when attempting to release the capsule. It is unknown whether the capsule had attached to the patient's esophagus. No serious injury to the patient was reported.